Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse of a customer reported via phone call that, from a box of sensors, one of the sensor electrodes was missing. The customer also indicated that a sensor error was received after calibration. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was provided.